Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 42-year-old female. The medical history of patient included seborrheic dermatitis. The patient has no history of allergic reactions to local anesthetics. No information about concomitant medication or previous filler treatments has been provided. On unspecified date in (B)(6) 2025 (one month prior to report date), the patient received treatment with 2 vials of sculptra to unknown location (unknown lot number, injection technique and needle type) at a clinic. On unspecified date in 2025, one day after treatment, the patient experienced mild oedema (implant site (B)(4)) without rash and abnormal breathing symptom. On (B)(6) 2025, the patient received another treatment with 2 vials of sculptra (lot 4j4221) to the face (unknown injection technique and needle type) at a clinic. The physician confirmed that no other procedures were performed on that day. On (B)(6) 2025, the patient experienced facial oedema (face oedema) and eyes oedema (eye oedema) approximately 10 hours before going to the hospital. Later, the patient went to see a dermatologist at a hospital with oedema symptoms and progressed to experience difficulty breathing (dyspnoea) which required admission to the ICU. On (B)(6) 2025, the patient was discharged from the hospital. Treatment for the adverse event was not reported. Outcome at the time of the report: oedema was unknown. Facial oedema was unknown. Eyes oedema was unknown. Difficulty breathing was unknown.

Manufacturer narrative:
Company comment: the serious events of face oedema, eye oedema and dyspnoea were considered expected and possibly related to the treatment. The non-serious event of oedema at implant site was considered expected and possibly related to the treatment. Seriousness criteria for face oedema, eye oedema and dyspnoea includes the need for hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The lot number for the first administered product was not provided and could not be verified. The reported lot number for the second administered product was valid and verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of face oedema, eye oedema and dyspnoea were considered expected and possibly related to the treatment. The non-serious event of oedema at implant site was considered expected and possibly related to the treatment. Seriousness criteria for face oedema, eye oedema and dyspnoea includes the need for hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The sculptra was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The lot number for the first administered product was not provided and could not be verified. The reported lot number for the second administered product was valid and verified. To date, no additional case reports have been received for this lot number. A batch record review was conducted and confirmed that no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 42-year-old female. The medical history of patient included seborrheic dermatitis. The patient has no history of allergic reactions to local anesthetics. No information about concomitant medication or previous filler treatments has been provided. On unspecified date in (B)(6) 2025 (one month prior to report date), the patient received treatment with 2 vials of sculptra (unknown lot number) to unknown location using a cannula with injection technique of galderma at a clinic. The sculptra was injected using cannula (intentional device misuse). On unspecified date in 2025, one day after treatment, the patient experienced mild oedema (implant site oedema) without rash and abnormal breathing symptom. On (B)(6) 2025, the patient received another treatment with 2 vials of sculptra (lot 4j4221) to the face using a cannula with injection technique of galderma at a clinic. The physician confirmed that no other procedures were performed on that day. On (B)(6) 2025, the patient experienced facial oedema (face oedema) and eyes oedema (eye oedema) approximately 10 hours before going to the hospital. Later, the patient went to see a dermatologist at a hospital with oedema symptoms and progressed to experience difficulty breathing (dyspnoea) which required admission to the ICU. On (B)(6) 2025, the patient was discharged from the hospital. As of (B)(6) 2025, all symptoms were resolved. Treatment for the adverse event was not reported. Outcome at the time of the report: oedema was recovered/resolved. Facial oedema was recovered/resolved. Eyes oedema was recovered/resolved. Difficulty breathing was recovered/resolved. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 10-dec-2025 from same reporter. Event (intentional device misuse) added. Suspect device injection technique, needle type, hospital discharge date, outcome of event and cessation date were updated. Brr investigation results received on 15-dec-2025.